Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient changed out the transmitter and inserted a new sensor and that everything was working properly. No injury or medical intervention was reported. Additional event or patient information was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. The reported event of loss of connection was not confirmed. The root cause could not be determined.